Manufacturer narrative:
Section b1: corrected data. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as there is no product available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively established. It was reported on (B)(6) 2020 that the patient¿s clinical presentation showed signs and symptoms of a possible thrombus. A review of the submitted log file from on (B)(6) 2020 found that the pump maintained a stable speed without issue. Power and estimated flow remained consistent throughout the log file. The system appeared to be operating as intended. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii lvas. In addition, the IFU outlines indications of pump thrombosis as well as how to respond to such events. The IFU also contains information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR report # 2916596-2020-04746. It was reported that a log file review was requested for the patient. It was indicated from the vad team that the patient¿s clinical presentation showed signs and symptoms of possible thrombus. The data that was reviewed did not contain attributes which would lead technical services to suspect the presence of thrombus within the motor chamber; however that does not mean that thrombus is not present in the circulatory loop. The log also captured a low power hazard/no external power alarm on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, & (B)(6) 2020 when mpu power was interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. The events on (B)(6) 2020 lasted for 45 minutes & on (B)(6) 2020 lasted for 1:02 minutes. Technical services asked to please advise the patient to switch to battery power for future event. There were no unusual alarms or events seen within the log file. The vad is functioning as intended.